Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08740 inches. Successfully downloaded history files and traces using thump and carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 10-apr-2025 listed on smartsolve due to insufficient data in the trace/history files. In further analysis of the pump history found insulin flow blocked alarm/no delivery alarm 2 days prior to the event date of 10-apr-2025 in the formatted history file. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 at 21:16:13.000, (B)(6) 2025 at 10:56:55.000 and (B)(6) 2025 at 10:58:26.000 during bolus and fill cannula deliveries. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.3 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment. The pump passed all the required testing. Unable to verify customer alleged for high bg and dka. Cosmetic damage was confirmed at the case corner of the belt clip rails near the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump and kink in the tubing and differences in sensor and blood glucose value. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia and diabetic ketoacidosis treated with insulin pump (subcutaneous insulin infusion), emergency visit to the hospital and IV drip. The event involved product(s) mmt-1884l, mmt-7040a, mmt-332a, mmt-397a. Troubleshooting was performed and found the damage on battery compartment. Damage was affecting the pump functionality. The customer was using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-397a.